Manufacturer narrative:
The driver's alarm history was reviewed and revealed one fault code, 48, which is produced when the supply voltage from the external power source (in this case the freedom car charger) is lower than the voltage from the right battery for 5 minutes. The freedom driver was tested and passed all incoming functional test requirements. Additionally, the freedom driver functioned as intended during a battery charging test with a known functioning car charger. The conditions that caused the driver to annunciate a fault alarm and record a 48-fault code cannot be conclusively determined, but it is possible that the car charger was defective and could not provide sufficient power to the driver. The car charger in use at the time of the customer report was not returned and therefore could not be tested as part of this investigation. The freedom driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5605 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to (B)(4) for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a (B)(6) hospital, reported that the freedom driver was connected to the dc power in the car and exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was switched to a backup driver.